Event description:
Report received indicated the patient experienced shallow, pink, moist sores 1 cm in diameter in the peristomal area in the 3 and 9 o'clock positions under the mass and adhesive border, progressing to the 6 o'clock position. Patient reports itching underneath entire device. The patient experienced the condition during a period of three weeks prior to complaint receipt. Patient advised to use stomahesive powder and no-sting wipe. Patient reported this technique caused poor device adhesion. Advised patient on powder use. Patient outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA (B)(4) issued (B)(4) 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. S4s/sur-fit natura 2 pc - 2 pc stomahesive (sh) wafer w/ flexible collar. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.